Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The returned cassette was evaluated and leakage was identified between the body and cover. Inspection found the leakage was the result of an insufficient weld between the body and cover. A review of the manufacturing data shows this older cassette was manufactured in february 2018. Since then continuous improvement activities have included replacing the cover welder with a new one and enhancing process parameters. In addition, each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. The root cause of the customer complaint is related to an insufficient weld between the body and cover. After review of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. Analysis of complaints of this nature (cover weld) confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that cassette leakage occurred during a procedure. The product was replaced and the procedure was completed. There was no patient harm.